Event description:
Health care professional reported fluid leak in the top segment from a split in the tubing around the pump area of pac-xtra device. Pt was given prophylactic antibiotics - ancef and gentamycin. A culture from the peritoneal fluid was obtained and came back negative. No pt injury from incident.